Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center screen on the monitor goes black. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer, the results of the legal manufacturer's final investigation and associated h6 coding.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's reported symptom of the image going black was not confirmed. However, it was observed that the manual brightness setting was set to -5 instead of 0 or higher which may indicate the setting was inadvertently changed during the event. Based on the results of the investigation, as the reported issue could not be reproduced, root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
According to the customer, the issue was observed during a diagnostic urological procedure. There was no delay and the procedure was completed using a similar device.